Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 9 inches from the pump housing. The remainder of the driveline was not returned. A ring-like thrombus formation was observed surrounding the inlet bearing ball. The laminated structure of this thrombus and the observed areas of denaturation indicate that it likely formed over an undetermined period of time while the device was supporting the patient. In addition, the body of the rotor revealed a denatured, tissue-like deposition occluding one of the rotor¿s vanes. The observed areas of denaturation suggest that this deposition was present while the pump was supporting the patient. Although a direct cause for the development of these depositions and the duration for which they were present within the device could not be conclusively determined, their size and structure indicate that they could have contributed to the reported elevation in lactate dehydrogenase. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years and 4 months. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was experiencing signs of pump thrombosis. The patient¿s lactate dehydrogenase was greater than 4000 u/l and urine was dark. The ramp echocardiogram was negative and the pump parameters did not have significant changes. The patient denied any heart failure symptoms. The patient¿s lvad was explanted and exchanged with another manufacturer¿s pump. No additional information was provided.